Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 418 mg/dl at the time of incident. Customer stated that the insulin pump was inside a cooler and received the button error alarm. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 418 mg/dl and no form of treatment was mentioned. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. Act and escape buttons did not respond due to corroded keypad traces. No moisture damage on electronics and motor noted. Pump received with minor scratched display window and cracked reservoir tube lip.